Manufacturer narrative:
Battery charger 1 for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis on battery charger 2 was completed by medtronic personnel. Testing found that the output was zero volts on one channel. The remaining channels on the charger functioned as designed. The analysis on a second power control board was completed by medtronic personnel. Testing found that the board failed voltage output on two chargers. The remaining channels functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that charger boards and x-ray batteries were out of specs. When replacing the charger for the imaging system, the representative noted that the board was bai (bad at installation) and a second charger board was shipped for replacement. Charger boards and batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect boards have been received by the manufacturer for evaluation. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement procedure, the imaging system was unable to generate x-ray. The x-ray battery indicator displayed batteries completely depleted. Site used a c-arm to proceed with case. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.